Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: (B)(4). Medical device expiration date: 2020-12-31. Device manufacture date: 2020-02-03. Medical device lot #: (B)(4). Medical device expiration date: 2021-02-28. Device manufacture date: 2020-03-18. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that injector n35-o had foreign matter on the injector. The following information was provided by the initial reporter: material no.: 515052 batch no.: 2001111 and 2003106. It was reported white particles observed on the injector.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-10. H6: investigation summary: two samples from lot 2001111 and one sample lot 2003106 were provided to our quality engineer for investigation. Upon visual inspection , white particles can be observed on the surface of the injectors. A device history review was performed for lots 2001111 and 2003106, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Ten retained samples of lot 2001111 and fifteen samples of lot 2003106 were used for additional evaluation. The product was inspected and no particles could be observed with the naked eye on any of the injectors. Using magnification, some injectors were found to have a small collection of white particles. Sterilization testing was performed and results were found to be within specification. The product was sent for characterization testing and the particles were identified to consist of tyvek paper which is used in the packaging of this product. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. A review of manufacturing records established that all cleaning for the packaging lines were performed according to procedure. H3 other text : see h10.

Event description:
It was reported that injector n35-o had foreign matter on the injector. The following information was provided by the initial reporter: material no.: 515052 batch no.: 2001111 and 2003106. It was reported white particles observed on the injector.